Event description:
It was reported that the device was explanted during a valve replacement procedure due to the patient's endocarditis. It was also noted that the patient had congestive heart failure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 305c221 tissue valve, implanted: (B)(6) 2013. (B)(4).